Event description:
In 2009, the lay user/patient's son contacted lifescan (lfs) alleging that the pt's onetouch ultra meter was prompting three dashes. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt and/or reporter by phone. The pt's son reported that the alleged issue began 2-3 months prior to contacting lfs, when the pt attempted to use the subject meter for the first time. The reporter confirmed that the pt has not been testing his blood glucose since he was not able to use the new meter as a result of the alleged issue. The cca noted that the pt manages his diabetes with oral medication; however, it is not known what action, if any, the pt took regarding his diabetes management as a result of the alleged issue. On an unspecified date in 06/2009, the reporter stated that the pt was hospitalized for a few days because his blood glucose was high. The pt's son reported that the pt had developed symptoms of feeling sleepy, disoriented, and a little shaky. When taken to the ER, the reporter claimed the pt's blood glucose was in the high "400 mg/dl" range and the pt was placed on an IV and treated with insulin (type and dose unk). At the time of troubleshooting, the cca noted that the three dashes were appearing when a test strip was inserted into the subject meter and not when entering the meter's memory mode. The issue remained unresolved. This complaint is being reported because the reporter claims the pt was unable to test his blood glucose due to the reported issue, and reportedly was treated for hyperglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.